Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a severely calcified, 85% stenotic lesion in a severely tortuous left anterior descending artery (lad). The lesion was predilated with an unk size maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.75x12mm drug eluting stent. However, the taxus stent encountered resistance. The physician then attempted to push harder on the stent delivery system (sds) until the shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complciations. No further pt complications or injuries were reported. The procedure was successfully completed with an unk size vision stent. Pt status is reported as "satisfactory/good."